Event description:
It is reported that the modular electric/battery single trigger got stuck, the device was blocked. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.